Event description:
The hcp reported an infection. The pt was experiencing fever, redness, drainage and incisional wound opening. The primary location of the infection was the device pocket. A culture of the device pocket was obtained; results and date of the culture are unk. The pt was treaed with intravenous antibiotics and the infection resolved. No withdrawal symptoms were reported.